Event description:
As reported by the end user in (B)(6), during preparation for a pci procedure, air was noticed entering the fluid management system via the connection of the y-adaptor. The physician set aside the device to be returned to the manufacturer for evaluation. The procedure was completed with another new of the same device. As the event occurred during prep, there was no contact with the patient and hence no harm to the patient.

Manufacturer narrative:
Although it has been indicated that the used device will be returned for evaluation, it has not yet been received. The device analysis will be included in our investigation and the results of the investigation provided in a follow-up medwatch. (B)(4).